Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that he was diagnosed as a type 2 and now recently diagnosed as type 1 diabetic. The customer stated that he was on penicillin due to a toothache and infection and started to have high blood glucose. The customer stated that he also experienced low blood glucose with 67 mg/dl went up to 120 and the blood glucose reached 226 mg/dl after bolus. The customer stated that she treated her high blood glucose by manual injections. The customer stated that the drive support cap appeared normal. The customer stated that was no air bubbles along the tubing. The customer stated that the insulin exited. The customer stated that there was no leak. The customer declined to check for possible site and insulin issues. The customer declined to check his settings. The insulin pump will not be returned for analysis.